Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomena occurred due to dust accumulated inside the device. However, they could not confirm the cause of the phenomena. Upon inspection, it was found that the socket insertion connector was worn out. A lot of dust was found inside the device upon opening. The accumulation of dust was determined to have likely caused the mechanical parts not to function properly, therefore, creating the error reported. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. It was noted that the socket connector was worn and dust was found inside the device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when turned on, the lights on the display flashed continuously. The problem, as reported to olympus, was identified at the time of device power on. It was reported that no patient impact occurred. There was no patient injury, associated with the problem, reported to olympus.